Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over medications and patients. A technical support specialist (tss) attempted to dial into the station (hmhsecc) and was waiting for the session to initiate. Then the tss tried to connect to the server via a secure link, but the account was found to be disabled. Another dialling attempt resulted in a timeout. It was discovered that another case had already been raised by an agent who was investigating the issue on the application server. The agent later informed that the orders were crossing over, and the number of stations listed as not communicating was decreasing. Subsequently, the tss emailed the user to inform them that the issue had been resolved and requested the user to verify from their end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients and medications were not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.